Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed and attributed to a faulty system interconnect flex cable. The cable was replaced to correct the reported malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device shut off. Complainant indicated that there was no patient involvement in the reported malfunction.